Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The internal battery and main circuit board were replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a power failure alarm and error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the occurrence of total power failure without prior warning and sf180. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a power failure alarm and error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.